Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device was not booting, stalling at 00:00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. It was reported that the system was not booting. A philips remote service engineer (rse) inspected the system remotely and confirmed that the flexvision pc was defective. Review of the system log file showed that there was malfunction with the flexvision pc. The philips engineer replaced the flexvision pc in the subsequent case in which they found that the system had a frame grabber card initialization error in the flexvision pc which can result in the system not being able to complete the startup sequence. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc as the frame grabber captures the video from the allura system. Philips has initiated a medical device correction (z-1144-2024). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.